Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating that the symptoms were resolved.

Manufacturer narrative:
Device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Information was provided that subject's cystoid macular edema (right eye) was moderate, not related to the device, and possibly related to surgery root cause has not been identified. (B)(4).

Event description:
A physician(investigator) reported via clinical study following implantation of an intraocular lens (iol), the patient experienced cystoid macular edema. The investigator found that the subject's cystoid macular edema (od) was moderate, not related to the device, and possibly related to surgery.